Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas became locked and could not be unlocked despite multiple attempts, which prevented acceptance of a firmware update and led the user to disconnect the device; the issue aligned with an unresponsive key/button and involved the switch/relay component, and a replacement ilet was shipped while the original was requested for return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.